Event description:
It was reported that the right ventricular lead impedance rose from 400 ohms to 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the patient has scar tissue at the right ventricular lead tip and the capture threshold rose from 2v to 2.5v. It was later reported that the lead had fractured and was capped and replaced.

Event description:
It was reported that the right ventricular lead impedance rose from 400 ohms to 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed lead resistance/impedance increase. The min/max right ventricular pace impedance shows steady (400s) until trends rise beginning (B)(6) 2009. Last max/min measurement on (B)(6) 2010 was 1000/960 ohms. There was a patient alert for an out of tolerance subthreshold lead impedance (B)(6) 2010. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed lead resistance/impedance increase. The min/max right ventricular pace impedance shows steady (400s) until trends rise beginning (B)(6) 2009. Last max/min measurement on (B)(6) 2010 was 1000/960 ohms. There was a patient alert for an out of tolerance subthreshold lead impedance (B)(6) 2010. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead impedance rose from 400 ohms to 1000 ohms. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the patient has scar tissue at the right ventricular lead tip and the capture threshold rose from 2v to 2.5v.